Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired on (B)(6) 2013 due to sepsis. The patient had a chronic driveline infection that contributed to the overall sepsis. An autopsy was not performed and the pump was not explanted.

Manufacturer narrative:
Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of the reported event. In addition, a correlation between the pump, the reported event and patient outcome could not be determined as the pump was not explanted and an autopsy was not performed. A review of the device history record showed no deviations from manufacturing or qa specification that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.